Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. Visual and x-ray examination found the helix bend, stretched and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the damaged helix consistent with procedural damage.

Event description:
It was reported that the right ventricular (rv) lead's helix had extended and retracted abnormally during surgery. The rv lead was not used and replaced. The patient was stable.